Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication that an edwards device malfunction contributed to this adverse event. Although the exact cause of the event cannot be confirmed, the available information suggests procedural factors (use of the non-edwards introducer), in addition to patient factors (vessel calcification) may have contributed to the excessive bleeding and hematoma, and subsequent pseudoaneurysm. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in the (B)(6), during a transfemoral tavr procedure, 23mm sapien 3 ultra valve was implanted in the aortic position. After initial puncture on the left side, the ¿short introducer¿ (non-edwards sheath) and the initial wire encountered calcium in the iliac artery. This created excessive bleeding and a hematoma. Post-procedure, a false aneurysm occurred in left site with a hemoglobin drop. The event was resolved with surgery. Five days after the pseudoaneurysm surgery, the hematoma became infected. No actions were taken for the infected hematoma and the event was ongoing at the time of the report. The patient remains hospitalized due to heart failure (dyspnea, spo2 80%) and aki. The patient is on antibiotic therapy. The valve remains implanted in the patient. It is not known whether the event is due to the esheath; it did arise at the side of the edwards sheath. Possibly due to the operators performed an iliac pre-dilation with 8mm (non-edwards) balloon.